Event description:
The customer stated that they purchased a box of 50 glucose strips. The customer stated that when the box was opened it was a 10 count vial filled with used lancets. No controls were in use. A request was made for the return of the subject device and replacement product was sent.